Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during tka, a screw of one (1) plus pigalileo tkr lig. Tensioner mod tc dropped off and fell into the patient's body. The screw was retrieved. The procedure was resumed, after a non-significant delay, with the same device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H3, h6: the complaint device used in treatment was not returned for investigation. A visual evaluation was performed on images provided by the complainant, and it showed one screw as become undone and separated from the body of the device. The screw is shown in one of the pictures. The device shows signs of usage such as dents and scratches. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and no additional similar complaints for the same product number over the past 12 months with similar a failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The performed investigation does not lead to an accurately determined cause. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. Therefore, all reusable instruments must be routinely inspected for signs of wear and damage after reprocessing. Any instruments found to be damaged should be replaced as necessary to ensure their proper functioning and to maintain patient safety. This guidance is provided by smith & nephew orthopaedics ag (reference: lit. N°03389-en 1363 v4 01/25). There is no need for further actions because of the limited information provided. Nevertheless, smith+nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.